Manufacturer narrative:
Age/date of birth: unknown, not provided. Sex/gender: unknown, not provided. Date of event: unknown, not provided, but the best estimated date is between 2017 and (B)(6) 2018. Serial number: unknown, was not provided. Catalog #: a complete catalog number is unknown as serial number not provided. Expiration date: unknown, as serial number not provided. UDI #: a complete UDI # is unknown as serial number not provided. If implanted, give date: unknown/ not provided if explanted, give date: unknown/ not provided; however, it was reported an explant was planned for (B)(6) 2018 however not yet confirmed. Device manufacture date: unknown, as the serial number was not provided. (B)(4). Attempts have been made to obtain missing information; however, to date, no response has been received. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that the doctor is planning on explanting a tecnis symfony lens on friday, (B)(6) 2018 and replacing it with a model zxt lens. No further information was provided.

Manufacturer narrative:
Device evaluation: the device was not returned at the manufacturing site; therefore product testing could not be performed and the customer's reported complaint could not be verified. Manufacturing records review: the manufacturing records for the device were reviewed. The product was manufactured and released according to specification. Historical data analysis: a complaint history search revealed no similar complaints were received for this production order number to date. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Additional information: expiration date: 07/14/2022, catalog number: zxr00u0210, serial number: (B)(4), UDI number: (B)(4), implant date: (B)(6) 2017, explant date: (B)(6) 2018. (B)(4). Corrected data: in the initial MDR it was indicated that the replacement lens was going to be a zxt lens however, the surgeon used a zct225 21.5 as the replacement.